Event description:
It was reported that the tibial articular surface provisional fractured while removing after trialing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use and a fracture on the medial side of the post. Heavy gouge marks were noted around the posterior lip which is indicative of heavy use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause is considered to be a previously addressed design issue.